Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a loss of connection. Additional event or patient information is not available. Data was provided for evaluation. The reported event of loss of connection was not confirmed. A root cause could not be determined.